Event description:
Litigation papers allege suffering of pain, swelling, inflammation and damage to surrounding bone and tissue, and partial or complete lack of mobility. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to unknown reasons at this time. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right side). Update: (B)(6) 2012- supplemental information received. Operative notes indicate that the patient also suffered from a fracture, but it is unknown what caused the fracture. An unknown device has been added. (See operative notes for more detail.) There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other related reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still in investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** 12/10/2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.